Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported a leak cuff on the tracheostomy tube after 13 days of use. Pt was recannulated.